Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. A visual inspection determined that only the loading device was returned; the delivery device and tension spring assembly were not returned. Based upon the received condition of the device, the reported complaint could not be confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Internal file number - (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii failed to load properly. The seal did not fold properly in the loader. A replacement device was used to complete the procedure. The hospital did not report any patient effects.